Event description:
The reporter stated that the pump continuously alerts bottle occlusion. When the tubing was checked, air bubbles were going up to the IV bag. No pt injury or treatment was associated with this event.